Manufacturer narrative:
A supplemental report is being submitted for a correction to h10 additional product(s): change battery serial# from (B)(6) to (B)(6), expiration date from 30-sep-2019 to 31-oct-2020 and mfg date from 20-sep-2018 to 29-oct-2019. Additional product(s) d4: expiration date: 31-10-2020, serial#: (B)(6). D9: yes, return date: 08-oct-2021. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 29-oct-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial# (B)(6) h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04, c0601 h6:FDA conclusion code(s): d02, d11 img code:g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04, c0601 h6:FDA conclusion code(s): d02, d11 img code:g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04, c0601 h6:FDA conclusion code(s): d02, d11 img code:g0403401 product event summary: our (4) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection revealed an illegible release indicators on the batteries' connectors. This is an additional finding not related to the reported event, likely due to wear and/or to the handling of the devices. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed several premature power switching events that were due to communication errors involving (B)(6) , and several premature power switching events that were due to momentary disconnections involving (B)(6) . Review of the alarm log file revealed several critical battery alarms due to communication errors involving (B)(6) within the analyzed period. As a result, the reported premature power switching and critical battery alarms events were confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements on (B)(6) 2019. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements on (B)(6) 2020. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and due to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2020/ serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-oct-2019 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019/ serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2020/ serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-oct-2019 labeled for single use: no. (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four (4) batteries had critical battery alarms that led to power switching. The batteries were replaced. No patient complications have been reported as a result of this event.